Manufacturer narrative:
Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Add'l device implanted on (B)(6), 2003 (B)(4).

Event description:
On (B)(6) 2003, this pt was underwent endovascular repair of an abdominal aortic aneurysm using gore excluder bifurcated endoprosthesis. Aneurysm size at time of implant was not provided. On (B)(6) 2012, computed tomography scan indicated the aneurysm sac had increased to 88 mm x 62 mm. Therefore, on (B)(6) 2012, the physician intervened whereby the implanted devices were relined using an aortic extender component and two contralateral leg components. The pt tolerated the procedure and is in good condition.